Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 598mg/dl and the pump alarmed no delivery. The customer treated with insulin and indicated that the reservoir was empty. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. The customer indicated that the cannula was inserted in scar tissue and was advised by his doctor on site placement. No further details given.